Event description:
It was reported that a physician's handheld computer would not progress past the screen alignment page, the issue could not be resolved through troubleshooting steps such as a hard reset. A replacement computer was not supplied to the physician, as they no longer handle vns cases. The handheld and flashcard was received by the manufacturer for analysis. Product analysis is underway, but has not been completed to date.

Event description:
An analysis was completed on the returned handheld on (B)(4) 2014 and the issue was not verified. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. An analysis was completed on the returned flashcard on (B)(4) 2014 and the issue was not verified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis.

Manufacturer narrative:
Corrected data: the event was inadvertently reported on the incorrect suspect device.